Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, linear smooth opening in a crease on radius side, yellow particles on inner surface, brown particles on fill channel. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening. Particles on fill channel assessed as particle leakage. Additional, changed, and/or corrected data: b.5, b.6, d.7., d.10, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.